Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, the device has a significantly poor release after firing and there is a risk of pulling the tissue.